Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 19734 was returned and analyzed. External visual inspection of the balloon, shaft, and handle segments showed the balloon was bent. The catheter smart chip data was reviewed. Data indicated the catheter was never used. (No application performed). During functional testing, the console terminated the application and triggered system notice 50012 (the refrigerant delivery path was obstructed). During inflation, it was observed the guide wire lumen kinked inside the balloon. During inspection of the balloon segment, debris was observed at the laser drilled hole(s) of the injection tube. The blockage may cause obstructed flow system notices. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.12 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the balloon catheter failed the returned product inspection due to a kink/twist observed on the guide wire lumen and debris observed at the laser drilled hole(s) of injection tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the shaft/pull wire in the middle of the balloon kinked and deformed during inflation. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.